Event description:
Problem occurred with a manifold syringe allowing air into the manifold. The syringe was changed and when our next injection of contrast was given the patient got some air with the injection. Pt went into cardiac arrest, was shocked and stabilized and sent to the intensive care unit. Pt was discharged home after a short stay in the intensive care. Per md patient is doing fine.